Manufacturer narrative:
The remote clinical support specialist had the biomed restart the pic ix. Care group, because the alarm master service was not running as expected on the surveillance. The reboot restarted this service and the issue was resolved. The popups now working as expected. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The device was operational after the restart was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the pic ix indicating that the alarms notifications are not working for any of the bedside monitors. The device was in use on a patient. There was no report of patient or user harm.